Event description:
The facility reported a pump with failure code 570:320 on channel b. It is unk when this occurred. There was no pt injury or medical intervention necessary according to the hosp rep.